Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. The date of pump implant was unknown. A report was initiated on (B)(6) 2022 by a pharmacy for a product report concerning a synchromed ii pump (20 ml) which was explanted following the patient's death. The patient was admitted to the emergency department on (B)(6) 2022 with withdrawal effects. Clinical signs of dehydration, agitation, and hyperthermia were indicated. It was further reported that sepsis was initially suspected before suspecting the pump. The patient passed away in the hospital. It was also indicated that it was not clear whether the patient was experiencing withdrawal or not. The pump alarm was on. It was noted that from what has been communicated right now, it was not confirmed whether the pump was interrogated or not between the (B)(6). No interventions were taken. The date of death was (B)(6) 2022. The issue was not resolved. The healthcare provider wanted to send the pump back to the manufacturer for investigation to see if the pump was working properly or if the cause of the withdrawal effects was due to the fact that the patient did not have the pump reservoir refilled at the expected time (empty reservoir). The pump was explanted and was to be returned to the manufacturer. The date (B)(6) 2022 is considered an approximate date of explant (specific month and year known only). The patient's medical history and weight at the time of the event was unknown. Additional information was received on 2022-aug-01 from foreign healthcare provider via a company representative. Following the last discussion with the pharmacy department and the healthcare providers involved, it was very clear that the patient experienced a baclofen withdrawal syndrome leading to his death. Pump elective replacement indicator (eri) was triggered on (B)(6) 2022. Since then, a replacement had to be scheduled. Unfortunately, the healthcare providers involved scheduled the device replacement on (B)(6) 2022, whereas the pump¿s end of service (eos) date communicated by the patient programmer was 2022-jun-08. The patient was admitted to the emergency room on (B)(6) 2022 with clinical symptoms of baclofen withdrawal and the patient died on (B)(6) 2022 (previously indicated as (B)(6) 2022). As per the pump¿s log, the following occurred: (B)(6) 2022(3:19 pm) non-critical alarm regarding eri, (B)(6) 2022 (4:19 pm) critical alarm regarding eos, and (B)(6) 2022 (4:20 pm) critical alarm regarding the shutdown duration of the pump having exceeded 48 hours. Also, per the log, the pump administered baclofen with concentration 2,0 mg/ml at a dose rate of 0 ,2200 mg/day. Additional information was received on 2022-aug-03 from foreign healthcare provider via a company representative. The pump serial number associated with the event was clarified as having been (B)(4). It was noted that it did not appear that there was an issue due to empty pump. No sepsis had occurred. Prior to the withdrawal symptoms / patient having died, there was no additional intervention taken or changes made to the pump medication or dose rate. The patient had been interrogated on(B)(6) 2022 for the last time, and the session report / log provided was from 2022-jul-22. The pump had not yet been returned to the manufacturer.

Manufacturer narrative:
H3: non-destructive analysis of the pump revealed the pump reached end of service due to time progression, as expected. Analysis of the partial catheter received revealed damage to the sutureless catheter connector that was consistent with explant damage. Analysis noted a slice cut on the sutureless connector that did not breach the inner lumen of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 update/correction: the previously applied results code c21 and conclusion code d16 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.